Event description:
Pt reports when changing cassettes, for one of their pumps they have to shake the cassette to make pump work. Pt reports the pump shows occlusion alarm, pt will twist cassette on pump and it clears alarm. Pt is unsure which pump causes the issue. Pump serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: epoprostenol sdv g-veletri (pap) - 28ng/kg/min. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Ongoing. Diagnosis for use: pulmonary arterial hypertension.